Event description:
The affiliate reported the customer alleged erroneously low positive total beta human chorionic gonadotrophin (tbhcg) results, for three patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number one referencing (B)(6) 2009, event date. Subsequent testing produced a negative result within normal clinical range. The erroneous result was released out of the laboratory and questioned by the physician. There has been no report or patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Further review noted the customer was running troponin I and beta human chorionic gonadotrophin (bhcg) on the same pipettors. As documented, when the pipettors were segregated, the issue was resolved. When the sample was test on a different reagent pack and on another unicel dxi 800 system, dose value decreased. Beckman coulter customer product line support (cpls) reviewed files provided by the customer and determined the upwards shift in patient results was likely due to total beta human chorionic gonadotrophin (tbhcg) following troponin I (accutni) analysis. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04528, 04584, 04585.